Event description:
Customer alleged discrepant, back to back blood glucose results of 561 mg/dl, 151 mg/dl, and 191 mg/dl when testing was performed within 4 mins on the advantage system. Customer skipped insulin due to discrepant results. The location in which the testing was performed was not provided. No quality controls were performed. A request was made for the return of the suspect device and replacement product was sent.